Manufacturer narrative:
Philips remote service engineer (rse) inspected the system and confirm that ,an ip certeray r5 was faulty. The rse suggested for replacement replace the defective part. The third-party engineer ordered and replaced the ip certeray r5 on their own. After replacement of ip certeray r5, the system was returned to use in good working order.the codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system was given message the x-ray tube is not available. System was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system and identified that an ips was faulty and needed to be replaced.